Event description:
A medtronic rep reported that two monitors in the navigation system did not display a screen image. The vga splitter did not turn on. There was no pt info reported.

Manufacturer narrative:
No pt info as there was no pt involved in this concern. The device was returned to the MFR for eval. The reported issue was not able to be duplicated by medtronic personnel. When connected to known good system the splitter performed as expected. A good image was obtained from each output without issue. There was no problem found with the returned device.